Event description:
This case occured outside the USA, in portugal. On 01-mar-2024, the spanish subsidiary notified us of an adverse event that occured in portugal. According to the information received, a patient was injected on (B)(6) 2024 with 1.2ml of teosyal rha 4 in the cheekbones. Two weeks later, on (B)(6) 2024, the patient presented with a reaction characterized by a swelling according to the pictures provided), of moderate to severe intensity, in the malar area, bilateraly. This reaction was assessed as a possible allergic reaction ath this stage. As a corrective action, the patient received the following treatment : antibiotics (ciprofloxacine 500mg, 2x/day for 7 days) on (B)(6) 2024. Corticoids anti-inflammatory (prednisolone 20mg, 3x/day for 27 days) on (B)(6) 2024. Anti-histamine (bilastine 20mg, 1x/day for 4 days) on (B)(6) 2024. On 01-mar-2024, a medical assistance was also provided. The local medical expert advised that it could be a biofilm. He recommended to prescribe : antibiotics (moxifloxacin 500mg/12 hours + clarithromycin 400mg/12 hours for 21 days). Steroids anti-inflammatory (deflazacort). Gastric protector (omeprazole or pantoprazole). Probiotics (30 days), 20-30 billion cfu/day. Check on the 5th day, hyaluronidase injection if necessary (previous allergy test) into the nodules between 30-120 iu per nodule (depending on size). At the time of this report, no further information was provided, and the patient situation, and symptoms' evolution are still monitoring. In the patient history it was reported that she had hypothyroidism, asthmatic bronchitis, and a dental cleaning 7 months ago. Additionnally, on (B)(6) 2024, she had a pneumonia treated with antibiotics, and on (B)(6) 2024 she went to the emergency room because of an exacerbation of pre-existing asthma disease. She went back to the emergency room on (B)(6) 2024 for a chest pain and tachycardia. The patient situation, and symptoms' evolution are monitored.

Manufacturer narrative:
Delayed inflammatory reactions weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products. In this case the biofilm couldn't be excluded by the local medical expert. Biofilms that appear weeks to years after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. Common skin colonizing bacteria adhere to the gel and surround themselves with secreted polymers. This process gives rise to a permanent low-grade chronic infection, and it may eventually lead to a chronic granulomatous reaction. Given the sterility of the gel, they are rather due to a lack of asepsis during the injection during injection and/or posttreatment care. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teosyal products.